Event description:
It was reported that the procedure was to treat an unspecified lesion. The indeflator was being used to inflate a balloon and when the pressure reached 8 atmospheres, there was leakage of contrast inside the indeflator below the gauge. Therefore, the indeflator was replaced and the new device worked fine. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.